Manufacturer narrative:
Evaluation summary: complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A lead technician reported that cartridges are splitting more. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the cartridges were not returned for evaluation. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if the lenses used were in the qualified diopter range for the cartridge which is 6.0 to 27.0. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpieces indicated; are qualified with a specific cartridge/iol combination in the approved diopter range. The viscoelastics indicated are qualified for this combination. The use of another manufacturer's lenses was also noted. The product investigation could not identify a root cause for the reported complaint for the specific cartridge/iol combination with the two qualified handpieces. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that the cartridges were split while loading the intraocular lens (iol) into the cartridges. All of the cartridges were thrown away. All cases were completed the same day they were scheduled by using a new cartridge and new iol if damaged. The event dates are unknown. There was no patient contact and no patient harm. Patient identifiers are unknown. The ophthalmic viscosurgical device (ovd) is removed from the refrigerator 10-20 minutes before the surgical cases. The operating room temperature is usually between 61-68 f but can't state what the temperature was specifically for each case. She stated that the surgical techs will load the cartridge with the ovd and then place some on the lens then fold and insert into the cartridge.